Manufacturer narrative:
(B)(4). The customer reported the battery led light flickers. There was no pt involvement. The customer isolated the problem and replaced the power supply which resolved the reported issue. Based on the available info, we are considering this power supply malfunction.

Event description:
The customer reported the battery led light flickers. There was no pt involvement.